Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm self-test failed. Customer's blood glucose was unknown mg/dl. The customer was advised to perform rewind process but it failed. Thecustomer was advtise to program a normal bolus into the air. The bolus amount was recorded in the bolus history. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.